Event description:
It was reported that the pt had a micl 12.6 implantable collamer lens implanted in the left eye in 2006. As part of the study, the pt reported, he can see a crescent moon halo around light at nighttime. Pt also indicated he had relaxing incision done in 2007. Further info requested, but not yet forthcoming. Any additional info will be submitted by a supplemental.

Manufacturer narrative:
Eval results - a lens work order search was conducted and there was no similar complaint found within the same work order.